Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited high out of range shock impedances with measurements of greater than 125 ohms. The physician was able to program the lead to unipolar configurations and the shock impedances were stable within normal limits (wnl). This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the initial reporter city field (e1) in section e, initial reporter.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited high out of range shock impedances with measurements of greater than 125 ohms. The physician was able to program the lead to unipolar configurations and the shock impedances were stable within normal limits (wnl). This rv lead remains in service. No adverse patient effects were reported.